Manufacturer narrative:
Results: visual inspection of the returned product showed that a haptic plate was torn and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric and the lens was torn. The lens was removed without enlarging the incision a suture closed the wound.